Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) were not recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was unconscious and alone at the time of passing. Review of the download data, indicates the patient received six appropriate treatments during vt/vf and three additional shocks in response to oversensing of low cardiac signal. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2020.